Event description:
The customer reported erroneous beta human chorionic gonadotrophin (bhcg) results, for one patient, involving access 2 immunoassay system. The customer stated bhcg and dil-bhcg results did not correlate. Subsequent testing of the patient sample on the bhcg and dil-bhcg assays continued to produce discordant results. Beckman coulter customer technical support (cts) advised the customer to discontinue operating the unit. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) rebuilt the instrument wash and precision pumps to resolve the issue. The fse verified hardware by performing a passing system check, high sensitivity system check, and service dilution test to verify the instrument was performing sample dilutions within specifications. The fse performed passing quality control (qc) within the customer's established limits after service was complete. The unit conformed to the manufacturer's published performance specifications.